Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a laparoscopic partial colectomy procedure, the surgeon had a difficulty in removing the stapler from the cavity. The black twist knob held firmly to prevent the trocar from moving back into the head of the device when attaching the anvil to the instrument. The surgeon was able to hold head and with the other hand held the stapler, impressing force and thus managing to detach the parts. Another device was used to complete the case. There was no patient injury.